Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* 60mm articulating medium/thick reload one idrive ultra powered handle 1 opened by the account. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. There were staples protruding from proximal staple cartridge channel. No additional visual abnormalities were noted for the handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 44 autoclave cycles for the handle. Functionally, the reload was loaded into a pmv representative instrument (idrive ultra powered handle 1) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. Four out of five white status lights illuminated indicating less than 15 surgeries remaining on the handle. A pmv adapter was inserted onto the handle and calibrated without issue. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then cycled without hesitation or binding. A review of the reload device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. A review of the handle and adapter device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information. (B)(4).

Event description:
According to the reporter, during a total laparoscopic gastrectomy, after successful first fire for duodenum resection, during function check, the reload jaws closed but could not open and an unusual sound was heard. The reload was prefired. A new handle and reload were opened and the case was completed without further incident. No adverse event or serious injury was reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. Only the egia60amt reload was returned for investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. There were staples protruding from proximal staple cartridge channel. Functionally, the reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. . Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.